Event description:
The reporter stated that the surgeon had to explant a visian cl implantable collamer lens model micl 13.2 due to an excessive vaulting of the lens. The patients iop was elevated. Due to a narrowing of the angle whcih resulted in a shallowing of the anterior chamber depth. The patients visual acuity was decreased. The surgeon exchanged the lens with a shorter micl lens.